Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation did not identify a product problem. The cause was consistent with a pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.

Event description:
There was an allegation of questionable cobas® hiv-1 assay results for a patient sample tested on the cobas 5800 analyzer. The initial result was 2.00e+003 iu/ml. On (B)(6) 2026, the sample was retested after centrifugation, yielding a target not detected (tnd) result; without further centrifugation, it yielded a result of 1.11e+004 iu/ml. The test was repeated as the clinician expected a tnd result based on therapeutic status. A new sample was obtained from the patient, and the following results were generated: on (B)(6) 2026, the initial result was <3.33 x 10^1 iu/ml. On (B)(6) 2026, the repeat result was tnd.